Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the reloads noted that each unit was partially fired. Staple pushers were visible at the 2cm cut line indicating the point where the handle compression had stopped. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the lobectomy procedure, they connected egia45amt to egiaushort and put neoveil tube on the cartridge. The surgeon started the firing, however a crack sound was heard on the halfway. They then connected egia45axt to new egiaushort. No neoveil was used. The surgeon started the firing to the proximal side of the staple line of #1, however a crack sound was heard on the halfway. They connected new egia45amt to another new egiaushort and put neoveil tube on the cartridge. The surgeon started the firing from the cut end of staple line of #2, however a crack sound was heard on the halfway. The surgeon said the tissue was thick. Replaced by a competitor's device and the firing was completed with no problem. The status of the patient is no problem.